Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous and mildly calcified lesion in the mid right coronary artery the xience prime stent delivery system (sds) met resistance with the guide catheter and could not cross the lesion. The devices were removed together and thought to be stuck. Outside the anatomy the stent implant was noted to be damaged. The patient was treated with another xience prime stent. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure.